Manufacturer narrative:
Initial and final MDR 1914930 - MDR 3003442380-2024-15083- device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set was leaking at the insertion set, which cause the patient blood glucose elevated to 300 mg/dl. The patient not been able to use the infusion sets because of the instant leak. No further information available.